Manufacturer narrative:
The subsidiary service engineer replaced the display board in the roller pump. With the display replaced, the issue was resolved. The roller pump display is working and was returned to the customer. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The quality engineer reported that during routine testing of the device a the subsidiary's manufacturing engineering center (mec), the roller pump's display failed. There was no pt involvement.